Event description:
The customer stated she was hospitalized for diabetic ketoacidosis. No blood glucose reading was provided. The customer stated she changed the infusion set the day prior to the hospitalization. Troubleshooting was performed and the insulin pump was programmed correctly. Further troubleshooting was declined by the customer.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.